Event description:
Patient received fragmin injections post-op dvt prevention. Patient has a latex allergy. Was noted to have two (2) large hives developed on her abdomen, one on the left and the other on the right. Fragmin was held and benadryl given. Dates of use: 2009. Diagnosis: dvt prevention.